Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, gel bleed and capsular contracture, baker grade iii.

Event description:
Regulatory agency reported rupture with intracapsular silicone diffusion, silicone perspiration, deflation, waves, folds, rotation, change of devices color, capsular contracture, baker grade iii. This is for the right side. Device was explanted.